Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search an one similar complaint was found. An injector lot number search was performed for similar complaints within the search and one similar complaint was found. A foam tip plunger lot number search was performed for similar complaints and two similar complaints were found.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi injector and the lens haptics became damaged. Further info was requested, but none forth coming. If further info is provided, a supplemental medwatch report form will be submitted.